Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I had right hip done lateral approach done in (B)(6). I am very disappointed in recovery, both time, 7 months, and pain when walking. Please investigate the anterior approach. My research was less time, 4-6 weeks and much less pain."